Event description:
Customer reported receiving a reading from his freestyle freedom blood glucose meter that was in the 300's (customer could not recall exact reading), that was higher than he felt, but adjusted his insulin according to the result. He further reported experiencing tremulousness, diaphoresis, weakness, vision changes, shortness of breath and subsequent loss of consciousness. Paramedics were called, treated customer with a glucose injection and gave him food to eat. There was no report of death of permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.